Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer reported that the piston rewound alone during square wave bolus. While priming, there was a gap. The customer did not mention air bubbles or leaks. The customer declined high pressure test. The insulin pump was returned for analysis.

Manufacturer narrative:
There is no data available due to the insulin pump did not have a battery installed when received. Unable to verify unexpected rewind anomaly during the square wave bolus delivery due to no data available in the download history file. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No unexpected no delivery alarm noted. The low reservoir alarm functions properly. During testing, the insulin pump recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. There was no gap noted between the motor slide and the water filled reservoir. The insulin pump was programmed with a 2.0 unit fill cannula delivery, delivered the 2.0 units properly with water exiting the infusion set. The insulin pump was programmed with a 5.0 unit square wave bolus, delivered the 5.0 unit square wave bolus properly. There was no unexpected rewind anomaly noted during the square wave bolus delivery. No prime fill anomaly, bolus anomaly or rewind anomaly noted during testing. The insulin pump had minor scratched display window.